Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant architect stat troponin-I results were generated. Initial run generated a positive result of 1.078 ng/ml. The sample was repeated with results of: 0.606, 0.045 and 0.00 ng/ml. The initial result was not reported. The final result reported was <0.08 ng/ml. There was no report of impact to patient management.

Manufacturer narrative:
An error was identified on 21feb2018. The incorrect manufacturing location was chosen. Manufacturer report number 1415939-2018-00022 has been submitted to correct this and all further information will be provided in that report.